Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm ((B)(4)) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure and battery failed alarm. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was performed. It was reported that alarms were silent although audio selected and when self test run battery error was occurred. Battery was changed and self test run again where pump error was occurred. The insulin pump error was cleared and insulin pump appears ok. The insulin pump will be returned for analysis.